Event description:
It was reported that the catheter failed to deploy to the flower shape and the patient experienced a stroke with vision changes. A farawave catheter was used in a pulse field ablation (pfa) procedure. During the procedure the first farawave catheter array did not open to the flower shape, so it was replaced. Though the deployment issue was resolved it is unknown if the procedure was completed successfully with the second catheter. After the procedure the patient had a stroke with vision changes during recovery. The stroke was confirmed by computed tomography (CT) scan. No medical intervention was provided for the patient. The physician believed that the activated clotting time (act) machine was not functioning properly during the procedure and this may have been the cause of the stroke. The patient was in stable condition and was discharged home from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.